Manufacturer narrative:
Photos were provided showing pumps displaying sharp watchdog timeout sys ecode: 222, sharp watchdog timeout sys ecode: 221 and amx error. ", however the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of an epinephrine drip with a spectrum iq pump, the patient experienced a blood pressure drop to 50/20. It was further reported the device "malfunctioned" (no further details). According to the reporter, "this was sustained this for several minutes". The nurse ¿recognized the issue¿ and switched the drip over to different pump. The patient outcome was not reported. No additional information is available.